Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for surgery? Clarification needed on the misfire. Was the staple line incomplete but the device fully cut (incomplete staple line)? Did the patient receive any preoperative chemotherapy or radiation? When was the staple retaining cap removed? What provisions did the surgeon take to ensure the tissue was lying evenly within the jaws? Was the device difficult to close? Was the device closed and repositioned multiple times prior to firing? Was the device difficult to fire? Was the distal transection completed in one or multiple firings? Can more information be provided about staple form? What is the current status of the patient?

Event description:
It was reported that contour curved cutter gun cs40g misfire during an ultra lower anterior resection stumping and found partly stapler line formation post firing. Procedure: ultra low anterior resection. The procedure was delayed by one (1) hour. The surgery was converted to an apr.